Event description:
Complaint from medwatch report. It was reported that "aortic balloon pump had leaks and broke on same patient twice. No gross identifiable defects, dark red blood within". Associated MDR 3010532612-2022-00428.

Manufacturer narrative:
Qn#(B)(4). Multiple attempts for additional information has been requested to the customer with no response medwatch MDR report: #mw5111891. Other remarks: n/a. Corrected data: n/a.

Event description:
Complaint from medwatch report. It was reported that "aortic balloon pump had leaks and broke on same patient twice. No gross identifiable defects, dark red blood within". Associated MDR 3010532612-2022-00428.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature other remarks: n/a. Corrected data: n/a.